Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that returned loaner kit inspection found the tip of the expedium driver broke off from the instrument. It is not known when/where tip breakage occurred.

Manufacturer narrative:
One (1) expedium quick-connect dual innie polyaxial screwdriver was returned to the complaints handling unit for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history records was conducted. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. It should also be noted that this device has been in the field for approximately 5 ½ years. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the driver tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.